Manufacturer narrative:
Eval: eval on-going.

Event description:
Country of complaint: (B)(6). During suturing of episiotomy, the needle detached. Formation of a perineal hematoma. Need for a general anesthesia to search the needle. The needle was recovered but not kept.